Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-34; lot number: 0011652114; use by date: 2025-feb-23; UDI number: (B)(4) updated data: b5, h11, h6 (dsc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the event was also possibly related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the stroke was probably related to the implant procedure and possibly related to the trans catheter valve.

Event description:
It was reported that following the implant of the bioprosthetic transcatheter valve the patient experienced headaches for a few hours and diplopia of the left eye developed. On the same date, a brain computed tomography (CT) showed no signs of stroke or bleeding. A magnetic resonance imaging (MRI) was not performed due to a non-compatible implantable cardioverter defibrillator (ICD) lead. No additional treatment was required but hospitalization was prolonged as result of this event. Normal vision returned 3 days following the onset and the patient was discharged this same date. Additional information received indicate the physician noted that a stroke or transient ischemic attack (tia) could not be rule out but cannot be confirmed either as a magnetic resonance imaging (MRI) could not be performed.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-34}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-34}}; product lot/serial number (B)(6), product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.